Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during load sequence. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer reloaded the cartridge to resolve the issues. The customer's blood glucose level was 210 mg/dl.